Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the lens tore upon insertion. The lens was removed immediately without enlarging the incision and no sutures were required. There was no pt injury reported.